Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. An internal inspection resulted in no findings. The dock connector and monitor board will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.